Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger / slider was blocked and jammed. Therefore, the reported condition was confirmed. It was further reported that the upper trigger was blocked. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after surgery, it was observed that the backward motion on the compact air drive device was blocked. During in-house engineering evaluation, it was observed that the trigger / slider was blocked and jammed. It was further reported that the upper trigger was blocked. There were no delays in a scheduled surgical procedure. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.